Manufacturer narrative:
(B)(4) no patient code available for epithelial ingrowth. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial ingrowth on right eye (od) at a 20 day post-operative exam. The patient's comments were that of dry eye and foreign body sensation. A flap was lifted (lf) and rinsed were performed to remove the epithelial ingrowth.